Event description:
It is reported that the pt was revised in 2009. Implant date and reason for revision are unk.

Manufacturer narrative:
This report will be amended when our investigation is completed.